Manufacturer narrative:
The product was returned to the manufacturer for investigation. The failure "main lift lowers automatically" could not be confirmed during the inspection. Functional tests were performed which did not show the alleged behavior. The most likely cause was traced to the main lift hydraulic cylinder. The customer has received a new operating table as a replacement. Further investigation is ongoing at the manufacturer for the potential root causes.

Event description:
Customer reported that the operating table was sagging with intubated patient. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that the operating table was sagging with intubated patient. This report was filed in our complaint handling system as complaint#: (B)(4).